Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an verify enhanced advanced evaluation (ae) for non-obstructive urinary retention. It was reported that the trial patient was hospitalized on (B)(6) 2018 for blood loss. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The issue was unknown if the issue was resolved at the time of report. It was unknown if the issue was resolved. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. Additional information received from the patient reported that they had not felt very well since the procedure. They also mentioned that they used to get sore when they could not void completely but now did not. Follow up information received on april 6, 2018 reported that the patient hurt when they catheterized. Additional follow up information received from the patient on (B)(6) 2018 reported that they were now voiding enough on their own and no longer felt sore.